Event description:
It was stated that the system fault 46876. This fault is associated with ram memory. This is an error that could lead to an interruption of therapy. There was no reported patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.